Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a manufacture representative (rep) reported the reservoir volume was suppose to be 9 cc and they got back 34 cc. The pump will be placed in the mail today (2017 (B)(6)) to return it. The tracking number will be provided at a later time. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of(B)(6) 2017 via a simple continuous dose rate: morphine with concentration 20.0 mcg/ml at a dose rate of 8.863 mg/day, and bupivacaine with concentration 20.0 mg/ml at a dose rate of 8.863 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on november 02, 2017. It was reported that the physician had thought there was a catheter issue because of the volume discrepancy. Therefore, the patient was scheduled for a catheter revision. However, the catheter was found to be patent, and in the intrathecal space. The physician decided to replace the pump when the rotor study was performed and they did not see the rotors move.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving morphine (concentration 20, dose 8 mg/day) via an implantable pump for non-malignant pain. The patient went to the office for a pump refill and the pump had more reservoir volume than expected, patients pump had been flipping. It was unknown as to what factors may have led or contributed to the issue. The patient was scheduled for a catheter revision, when the pocket was opened, the pump was flipped. The catheter was aspirated. Physician did a roller study and did not see the rollers move, the roller study was repeated again and the rollers were not moving, the pump was replaced and would be returned for analysis. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No symptoms were reported. No further complications were anticipated/reported.